Event description:
Attorney reported: in 2003 - pt had a ventral incisional hernia repaired. A large circle composix kugel patch was implanted into the pt at this time. In 2006 - pt developed a bowel obstruction associated with nausea, vomiting, abdominal pain, abdominal distention and failure to have bowel movements. On the same month - pt was taken into surgery for repair of the small bowel obstruction. During surgery, it was noted that there was small bowel densely adherent to several pieces of mesh and was deserosalized, requiring repair. At that time, the previously placed kugel patch was removed due to the nature by which it had adhered to and deserosalized the bowel. The pt's condition never improved after the kugel patch removal, repair procedures and irrigation of the wound. The pt remained unstable until a week later, when she begun unresponsiveness. Pt died that day. Per the attorney, the cause of death was small bowel obstruction secondary to incarcerated ventral hernia repaired and postoperative sepsis developing with pneumonia and respiratory failure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.